Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device pj2913, and no non-conformance's were identified. To date, the device has not been returned. If the device or further details are received, a supplemental medwatch will be received.

Event description:
It was reported that a patient underwent an endoscopic hernia repair on (B)(6) 2020 and suture was used. During the procedure, the needle broke when sewing the peritoneum. The broken needle was retrieved from the abdominal cavity. Another like device was used to complete the procedure. There were no adverse events or patient consequences reported. No additional information was available.